Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® one use holder, the holder separated from the needle an unspecified number of times. This occurred in an unspecified amount of devices. No patient impact reported.